Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst commented, "the no output and no telemetry were the result of battery depletion."

Event description:
It was reported that the patient presented to the emergency room with light-headedness and a low heart rate. It was determined that the patient's implantable pulse generator (ipg) had reached elective replacement indicator (eri) and a power on reset (por) had occurred. In addition, the ipg was displaying erratic behavior evidenced by intermittent pacing. The ipg was explanted and replaced. Post generator change, the ipg was unable to be interrogated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.